Manufacturer narrative:
(B)(4) attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with a stroke, which was determined to be not related to the device. Upon interrogation, it was found that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A health care professional (hcp) contacted boston scientific technical services (ts) for guidance. Ts discussed programmer functions and noted that the device exhibited low amplitude warnings, which ts and hcp discussed that this could possibly be due to paroxysmal atrial fibrillation (af). This device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information indicates that a change-out procedure was not scheduled due to the patient's stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information has been requested. This report will be updated if further information is provided.